Manufacturer narrative:
This case was assessed as reportable to the FDA as the event, allergic reaction (injection site allergic reaction), because treatment was deemed necessary to prevent a life-threatening illness/ permanent damage.the device history record of radiesse injectable implant, lot number a00080290, was reviewed. A lot search was conducted on the reported lot and no similar events were noted. No nonconformances related to this lot.

Event description:
This spontaneous report was received from an emirati physician and concerns a 65-year-old female patient. She was injected with a total of 1.5 ml of radiesse, into the jawline, initially described as neck (off label use of device), on (B)(6)2022 . Batch number was reported as a00080290 (expiry date: 09/2024). A lot search in the global safety database was conducted. The batch record review was received and the lot number for radiesse was confirmed as a00080290 (expiry date: 09/2024). A cannula was used for the injection. The patient previously received dna and plasma treatment, into the face, two weeks prior (as reported). The patients medical history included hypertension. Concomitant medications included ace inhibitors. She had no allergies (type I or IV), atopic spectrum disorders, chronic skin diseases, recurrent urinary tract infections, autoimmune diseases, juvenile-onset diabetes mellitus or hematologic disorders. She was a non-smoker. The patient was not vaccinated and had no extreme heat exposition. On (B)(6)2023 , 11 days after the treatment with radiesse, the patient experienced erythema, swelling and urticaria on the face and lips. As reported, the diagnosis was an allergic reaction. Corrective treatment included an intramuscular of injection 250 mg of hydrocortisone, 30 mg of prednisolone (reported as prenesolone) tablets and 10 mg of loratadine tablets. The patient was referred to an emergency department. She was hospitalized for 2 days. She asked to be admitted because she was scared. At the time of this report, the patient fully recovered. The outcome of the event was reported as resolved, in january 2023. In the opinion of the reporter, the event was of severe intensity, not permanent and related to radiesse. As reported, there was a serious deterioration in the patients state of health and treatment was necessary for accelerating recovery.